Manufacturer narrative:
At this time no further information has been received from the field. Should further information be received, this report will be update.

Event description:
It was reported that the right ventricle (rv) had dislodged during on-going use. The dislodgment was confirmed on imagery. It was indicated this lead has been kept at the health care facility. Efforts have been made to obtain further detailed information. No response has been received at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities, as the lead tip appeared normal. Lab observations and field report were insufficient to verify dislodgement. Therefore the dislodgement allegation could not be confirmed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the right ventricle (rv) had dislodged during on-going use. The dislodgment was confirmed on imagery. The lead was explanted and replaced, causing no adverse effects to the patient. Additional information: the device was received by boston scientific, and analysis was completed. This report was updated to include the final analysis results.